Event description:
The customer returned a scd pump back to stock to a covidien service center. Upon triage, service tech found wires exposed on power cord.

Manufacturer narrative:
Submit date: (B)(4) 2012. An investigation is currently underway. Upon completion, the results will be forwarded.